Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated multiple restart errors associated with consecutive stalled motor events, after which insulin delivery stopped and the user¿s blood glucose rose, prompting shipment of a replacement device. Symptoms included hyperglycemia with a reported value of approximately 400 mg/dl and prolonged time above range. Outcomes included the user planning to transition to back-up therapy, without ketone testing, medical intervention, or hospitalization. Investigation included collection of event details and coordination for return of the device for analysis. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.